Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had issues with air in the left ventricle. The left ventricle was sucked down causing air in the left ventricle and to the right coronary. The patient's heart reportedly became sluggish, the patient was placed back on cardiopulmonary bypass, and the pump was turned on and off a few times to assist the heart. Initially the pump was off, and the patient did well, then the pump sucked air via the left ventricular assist device. The surgeon confirmed the air was coming from the area between the apical cuff and the pump. The surgeon confirmed the air in the left ventricle was not coming from the lungs. The locking mechanism was engaged. There were no suture lines in the way of the cuff and pump. De-airing continued as the pump was started, and air continued in the left ventricle for 15 minutes. The issue then became intermittent and ultimately resolved. The patient's device later alarmed for low flows due to the patient's hypotension. The hypotension had been diagnosed via transthoracic echocardiogram, and there were no associated shock states/sepsis. The patient was started on inotropes, pump speed was lowered, and the low flow alarms/hypotension resolved. The site planned to continue medical management with cardene drop (gtt) as needed for afterload, epinephrine, and dobutamine gtt. A bronchoscopy revealed the patient's trachea and main carina were clear, and there was evidence of a mucus plug in the right upper lobe of their right bronchial tree. The patient's endotracheal tube was repositioned under bronchoscopy visualization. The device operated as expected.

Manufacturer narrative:
Section h6: medical device problem code "1487 - device difficult to setup or prepare" corrected to "2946 - gas leak". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (lvas IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 1 of the IFU, ¿introduction,¿ addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions, such as hypertension, can result in low flow. Section 5 of the IFU, "surgical procedures," provides information regarding how to insert the pump into the ventricle and ensure proper engagement of the cuff lock. The IFU provides information regarding how to properly de-air the pump during implant and warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. This IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. Section 5 of the heartmate 3 IFU also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of air coming from between the apical cuff and pump could not be conclusively established through this evaluation. The report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were due to the patient¿s hypotension. A direct correlation between (B)(6) and the patient¿s hypotension could not conclusively be determined. The controller event log file contained relevant data from (B)(6) 2021 and (B)(6) 2021. The file captured transient, but persistent low flow hazard alarms that appeared to resolve by the end of the file as pump speed was increased. The device appeared to be functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.